Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported during an implant procedure ,the physician was gaining access to the epidural space when the patient coded. So the procedure was abandoned . Patient was in a stable condition later .